Manufacturer narrative:
The specimen was collected in a plastic bd light green topped plasma tube with a gel separator. The customer is not questioning any other result or assay at this time. Service was offered by customer technical service (cts) at the time of the call but the customer decline to have an engineer on-site. A clear root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an elevated ckmb result generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate analyzer produced a lower result within the normal reference range. The result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.